Manufacturer narrative:
(B)(6).

Event description:
It was reported that a healicoil anchor was being placed and screwed in, when attempting to pull the anchor from the bone, the tip of the metal inserter broke off and was stuck inside the bone. The piece was retrieved and the procedure was completed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.